Event description:
"Dr. Performed a tkr on pt's left knee in 2003 for severe 'bone on bone arthritis in medial joint line; large osteophytes on patello femoral region and some medial subluxation. In 2005, pt reports that he needed to have the locking screw revised through an arthrotomy for a second time."